Event description:
The account alleged that the microspheres were leaking out of the bed. The pt fell out of the bed trying to get help for the bead leak. No injury was reported.

Manufacturer narrative:
The technician found the microspheres pouring out at the right hip area. The technician replaced the sheet after finding about half the beads on the floor and replacing what beads could be reused then added three buckets of new beads to top off bed and resolve the issue.